Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer had a loose component that required reseating. A field service engineer cleaned and reseated connections on drawer to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia system has a drawer failure message that states that one of the drawers is not closed even when the drawer is physically closed. The customer did not respond to request to obtain additional information and only mentioned that this caused delays for anesthesia personnel. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-nov-2021 to 08-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine indicated a message that the drawer was not closed, despite the drawer being securely closed. The field service engineer cleaned and reseated connections on drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system has a drawer failure message that states that one of the drawers is not closed even when the drawer is physically closed. The customer did not respond to request to obtain additional information and only mentioned that this caused delays for anesthesia personnel. There were no adverse events or injuries reported based on this event.